Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up for an arthroscopy, the surgeon attempted to pull the components of the meniscus mender ii out of the plastic packaging and they broke. A back-up device was available and a non-significant surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H10 h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the hub and the shaft of the meniscus mender ii separated in a bucket. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.